Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event with subsequent injuries and treatment. It was alleged that the event occurred due to administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.